Manufacturer narrative:
Product complaint # ==> pc-(B)(4). Investigation summary ==> no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of the tibial component at cement to implant interface. Cement manufacturing is from depuy. Doi: (B)(6) 2015, dor: (B)(6) 2018, right knee.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative:  added: b5, b7, d11, h6 (patient). H6 patient code: no code available (3191) was used to capture joint crepitation and device revision or replacement. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Records indicate the patient has a history of falls, brain tumor with surgical removal, osteoarthritis, neuropathy associated with poorly managed diabetes, sciatica, and right quad weakness beginning in 2012. The primary surgery was delayed several months due to the patient¿s hba1c being 9.2. On (B)(6) 2015. Patient received a right primary attune to treat end-stage arthrosis. The patella was resurfaced and depuy cement x 2 was utilized. The procedure was completed without complications. Patient continues to have quad weakness after primary right tka surgery. Patient seeks a second opinion for treatment in (B)(6) 2017. Clinic note dated (B)(6) 2017. Patient reports pain, walking difficulty and continued quad weakness of the right knee. In (B)(6) 2017, an x-ray reveals a stable and intact right tka. Physical exam identifies quad weakness and crepitus. The patient is recommended for revision due to suspected loosening of the tray. Her surgery is delayed due to uncontrolled diabetes. On (B)(6) 2018. Patient received a right knee revision to treat pain, walking difficulty, and crepitus secondary to loosening of the tibial tray. Upon entering the joint, the tibial tray was grossly loose at the cement to implant interface and revised. There was a medial tibial bone defect identified. The femoral and patella were well fixed and retained. There was no reported product problem with the revised tibial insert. The patient was revised with a competitor con and competitor cement and a depuy stem, tray, and cement restrictor. The procedure was completed without complications. The patient completed all postoperative pt and reported no postoperative pain or complications for 6 months. Doi: (B)(6) 2015, dor: (B)(6) 2018, right knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary (B)(6) 2021: the investigation was re-opened upon receipt of additional information. Update (B)(6) 2021. No device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.